Event description:
Revision surgery: the patient 10 plus years post operation showed poly wear. Patient is reported to be overweight, large.

Manufacturer narrative:
Corrected data: the implanted date reported in the initial medical device report could not be confirmed. The reason for this revision surgery was reported as wear to a tibial insert. The complaint submission indicates the insert was in vivo 10 plus years, but the actual length of service cannot be determined and is unknown. There is no information in this complaint about any patient injuries, activities, or accidents that may have contributed to the need for this revision surgery. The healthcare professional indicated a significant adverse event occurred. There was no delay in surgery and another suitable device was available for use. The revision surgery was completed as intended. The device was disposed of at the hospital and not made available to djo surgical for examination. A review of the device history records and investigation history was not conducted since a lot number was not provided or could be established for the part from the original surgery. Multiple searches of the patient database could not confirm the lot number or the original date of surgery. The root cause for this product complaint is a revision surgery resulting from normal wear on a tibial insert after 10 plus years of patient use. The complaint states the patient was also large but no definitive information was provided defining or indicating the extent. The patient's size may have affected the length of service of the implant. This event is deemed as a non-product related event. There are no indications of a product or process issue affecting implant safety or effectiveness.

Event description:
Revision surgery - due to poly wear on the insert approximately 17 years post operative.